Manufacturer narrative:
Investigation summary: each photo shows one syringe barrel. The syringe barrel has multiple spots from top to bottom of the syringe barrel; from the photos they all look like embedded foreign matter from the molding process. One of the photos shows burnt plastic at the barrel flange. Embedded burnt plastic can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components and not detected during the inspection and next processes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. This is the 1st complaint for lot # 9056784 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: the root cause may have occurred during syringe barrel molding process. Rationale: CAPA not required at this time.

Event description:
It was reported that before use, 109 bd¿ luer-lok syringes were found with black foreign matter in them, and 160 syringes had barrel/flange damage. The following information was provided by the initial reporter: "for the month of march 2020 we had a total of 269 defective pieces, and the defects were: broken/damaged black/white dots."